Event description:
Pt was found in day room in collapsed ambi-walker/merry-walker, seat of chair collapsed resulting in pt sustaining a bump on lt side of head and abrasion on rt calf of leg. Pt had no l.o.c., was treated in facility by nursing staff.